Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the patient was revised due to the surgeon stated patient had thigh pain. Pedestal was evident in femur x-ray.&#842;